Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
During a cardioversion procedure, the ECG showed approximately 4-5 seconds of no pacing function immediately following the cardioversion energy delivery. The patient is pacemaker dependent. A device follow-up was performed after the procedure showing all sensing and pacing thresholds in the normal range for that patient. Device continues to function normally. No other patient adverse events noted. The device remains implanted.

Manufacturer narrative:
(B)(4) - we received additional information on the analysis of data that was provided: the returned follow-up and ram dump data from (B)(6) 2015, did not reveal any abnormality. The data indicate a normal device behavior.